Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter with bc was found with the catheter tip "sheared while still in the packaging. " there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that during use a bd insyte autoguard bc shielded IV catheter with bc was found with the catheter tip "sheared while still in the packaging." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter with bc was found with the catheter tip "sheared while still in the packaging. " there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: reviews were conducted with the following results disclosed: lot 8048861; was built and packaged on afa line 11 from 17feb2018 through 22feb2018 for the quantity of 528,010ea. Reviews disclosed no indication of the defect as there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. All required challenges samples and testing was conducted per specification in accordance with the setup and in-process sampling plans during the build of the product. In process samples for particulate loose or embedded (foreign/non-foreign) were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review: yes reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Visual analysis observations and testing: unit: received one unused 20g bd insyte autoguard IV blood control catheter unit within an open package from lot 8048861. All components are present and intact with visible fm on the od of the catheter tubing. Photos provided for observation: photos revealed similarities to that of the returned unit. Visual/microscopic examination: there fm was identified to be non-foreign (porous plug shaving residual); which was introduced during the manufacturing process. The non-foreign was noted to not be embedded but loosely attached to the tubing wall. Analysis of peura and/or fmea conducted by qe: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: no: per evaluation of the unit provided for this incident; non-foreign matter (porous plug shaving residual) was confirmed on the outer wall of the catheter tubing. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing - the white fm observed on the outer wall of the catheter tubing near the tip; was confirmed to be non-foreign (porous plug residual) and to have been introduced during the manufacturing process. Comment: temporary deviation: td 2017-88 was initiated to assure changes are incorporated in adding a section for cleaning line 11 zone 5 cell 30 to prevent foreign from getting on the parts. (See attached (B)(4)).